Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events for over-sensing, failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies.